Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the broken nail is attributed to additional trauma. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail from additional trauma. The broken im nail was replaced with a 8mm x 380mm standard nail per the sign technique manual. Surgeon comment: "the patient has been operated for about 10 years but his bone hasn't calcification, however, he decided not to have operation again. Unfortunately last month he fell down then pain much, can't walk then recently admitted to hospital and know that the sign nail was fracture that's why he accepted a new sign nail operation again."